Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the physical stress could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation- ¿leakage from the distal end¿. There were few additional findings. Due to wear of lock engagement lever, up/down knob could not be locked securely. The air/water-cylinder had discoloration. Lock engagement lever had a scratch. Due to a pinhole on bending section cover, water tightness was lost. Due to damage on ultrasonic cable and scratch on the acoustic lens, displayed ultrasound image is defective with missing elements. Due to damage on ultrasonic probe, a noise occurs in the ultrasound image when operating the angle. Due to a chip, light guide (lg) lens had a snag on it. Adhesive around lg lens was worn out. The bending section cover had a cut and adhesive had a crack and discolored area. Connecting tube had a buckling. Due to wear of angle wire, bending angle in all directions does not meet the standard value. Due to wear of angle wire, the play of up/down knob and right/left knob was out of the standard value. Ultrasonic cable had buckling. The universal cord case was deformed and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, there was leakage from the distal end of the ultrasonic gastrovideoscope. The device was returned and an evaluation at the repair center revealed, acoustic lens had a scratch that reached the glue layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.